Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. The pt was seen at the center for device eval. External equipment was exchanged. However, the reported problem was not resolved. In 2007, the pt was seen by a co rep for device eval. Testing performed confirmed out of range impedances. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.